Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini meter displayed an unknown error message. This complaint was classified based on customer care advocate (cca) documentation. The patient reported that the unknown error message occurred on (B)(6) 2015 at 07:30 am. The patient detailed that she manages her diabetes with oral medication, diet and exercise and did not make any changes to her diabetes management routine in response to the alleged issue. The patient claimed that ¿one day¿ after the alleged issues she developed symptoms of feeling ¿nauseous, sweating, shaking and vomiting¿ however denied receiving any treatment. During troubleshooting the customer care advocate (cca) noted that the error message issue was resolved when the cca walked the patient through a retest. Replacement products were sent to the patient. This complaint is being reported because the patient developed symptoms suggestive of a hypoglycemic event after the alleged meter issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate them and inform FDA of product(s) that do not pass inspection in a supplemental report.